Manufacturer narrative:
The pump was received without a belt clip. Unable to confirm the broken belt clip. The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window, a missing end cap sticker and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer's blood glucose was 216mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.